Event description:
Report received that high impedance was observed on a patient's vns after a diagnostic test was taken. This test also showed the battery was still functional. The settings after the impedance were provided and indicated the device was left turned on. No surgical intervention has occurred to date. No additional relevant information has been received.

Event description:
It was reported that the patient underwent replacement. The surgeon decided to connect the new generator and check impedance before revising the lead. Surgeon noticed set screw on old generator device was already loose. When the new generator was connected the lead impedance was normal. No lead revision was required. When the surgeon inserted the driver into the old 103 he found that the set screw was not seated and locked down at all. When he tried to unscrew it he found it loose. He speculated that it had ¿vibrated out over time.¿ the m103 was replaced with a sentiva prophylactically. The explanted generator is not being returned due to explanting facility's policies. No additional relevant information has been received to date.